Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope produced an unspecified image error code during an unspecified procedure. The issue was discovered during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned and evaluated. The reported image failure was confirmed - the charge couple device (ccd) was damaged. In addition, the following faults were also found: (a) the device failed the water dunk test; leaking was found at one of the values of the endoscope connector, (b) the bending section of the endoscope failed the continuity test, (c) the rubber glue on the lif ting had scratches, and (d) the ccd tube had shrunk. The investigation is ongoing. A supplemental report will be submitted upon completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the unspecified error code was conduction failed on the circuit board in the scope connector by moisture that invaded the device from the leaking point. Internal charge-coupled device -unit was damaged by physical stress on the insertion section. The event can be prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿. Olympus will continue to monitor field performance for this device.